Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, data displayed on the cardioplegia monitor was flashing. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative expects an issue with a roller pump was the cause of the monitor issues. The roller pump was returned to the manufacturer for further evaluation. This event is related to medwatch 1828100-2012-01457.